Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the pump was alarming and a motor stall was seen. It was noted that a second motor stall and recovery had occurred earlier in august. A replacement surgery was scheduled for (B)(6) 2019. No symptoms reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis found residue and wearing in the motor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-aug-2019 from a healthcare professional (hcp) via a company representative who reported that the patient¿s pump motor stalled 4 times on the following dates: (B)(6) 2019. It was unknown by this reporter if the patient had symptoms. The pump alarm was sounding when the patient came in for an eri (elective replacement indicator) replacement which the patient was due for. The pump was interrogated. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019. The issue was resolved at the time of this report and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering gablofen (2000 mcg/ml at 1384 mcg/day) and the patient¿s medical history included cerebral palsy. No further complications were reported/anticipated.